Manufacturer narrative:
Additional serial numbers continued from: (B)(4). Additional lot numbers continued from: r390, nu804, 504037e, e491 , 203901, 221098, dn138.

Event description:
A review of events indicated that patient samples tested on the echo lumena automated blood bank system produced inaccurate results for antibodies. A review indicated that sixteen (16) patient sample tests (over thirteen events) using the echo lumena automated blood bank system produced nine (9) inaccurate results for abo and rh testing. Of the nine (9) inaccurate results; seven (7) were related to anti-d and two (2) were related to anti-b in addition, the instrument had unexpected false negative results for antibodies; including: four (4) for the anti-e antibody; two (2) for the anti-fya antibody and one (1) for the anti-k antibody. In each circumstance, subsequent testing of relevant reagent retention lots produced accurate results. Additional investigations related to quality control processes; test procedures and other facts could not determine any direct cause of the missed antibody screening and the malfunctions are allocated against the analytical instrument.